Event description:
Edwards received additional information indicating the reason for explant was due to mitral valve endocarditis. This was from a group b strep endocarditis that was likely seeded from a left lower extremity cellulitis. Upon inspection of the valve, there was a "slime coating of the prosthetic valve/sewing ring" and a vegetation mass on the underside of the leaflet(s). There were no complications and the patient was later discharged.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: although there have been attempts to receive further information regarding the event, no additional details were provided, nor was the explanted device returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) -vegetation. Additional manufacturer narrative: prosthetic valve endocarditis (pve) is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic mitral valve was explanted after six (6) months due to unknown reasons. The explanted valve was replaced with a 27mm pericardial bioprosthesis. No additional details provided.